Manufacturer narrative:
A specific root cause could not be determined. Based on the data provided, a general reagent issue could be excluded. Most likely the cause was bad sample quality due to clots and /or fibrin on an issue due to insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample and questionable estradiol and progesterone results for one other patient sample. Of the data provided, only the results for hcg+beta were a reportable malfunction. The initial result was 0.798 mui/ml and was reported outside the laboratory. The doctor did not believe the result as it did not agree with the history of the patient. The laboratory repeated the sample with results of 226.0 mui/ml and 226.2 mui/ml. There was no allegation of an adverse event. The customer suspected an issue with preanalytics at the draw site because they had issues with other samples from the same site. The reagent lot number was 240444 with an expiration date of 08/31/2018.